Event description:
A lead revision was performed in (B)(6) 2010. It was reported that pt never had therapeutic effect since implant. The pt tried adjusting the stimulation on the programmer without success. Pt had requested removal of the entire neurostimulator system. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).